Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune to treat primary osteoarthritis. The patella was resurfaced and competitor cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat global instability secondary to aseptic loosening of the tibial tray. Upon entering the joint, the surgeon confirmed the tibial tray was grossly loose and debonded at the cement to implant interface and revised. There was a large tibial bone defect discovered after tibial tray removal. The femoral component was well-fixed and revised to accommodate the new revision knee that was needed to correct the tibial bony defect. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor revision knee. The procedure was completed without complications. Doi: (B)(6) 2016; dor: (B)(6) 2021 left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.